Event description:
It was reported that after a pump is powered on, the device will immediately power off (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that when the on/off key is selected, the device will power on, then power off after approx 1 second without user input. Further eval determined this to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.